Event description:
During implant, the physician had difficulty inserting the lead into the extension and the implantable neurostimulator (ins). He could not get the lead past the firs set screw of the extension or past the set screw of the ins; it was unclear which ins was involved. They attempted rotating the lead and using sterile water as lubricant. The physician believed that the lead was getting hung up on something. The physician was eventually able to insert the end of the lead into the extension; however, he bent the last few contacts on the end of the lead. Once inserted, impedances were over 10000 for electrodes 5, 6, & 7. He was aware of this and left everything as it was. They were able to capture the patient's pain pattern without the use of those contacts. See manufacturer's report number: 3004209178200904432.

Manufacturer narrative:
(B) (4).